Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a power error and an expiratory flow meter error. The service engineer found that the dc/dc & standard connectors printed circuit board (pcb), expiratory channel pcb and moisture trap were defective and needed replacement. An internal power error may lead to stop of ventilation. Despite several reminders, the only information received regarding this complaint is stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).